Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to oil gel globules were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with oil gel globules. There was no report of injury or medical intervention.